Event description:
Pt here fore cataract surgery. Was in the operating room and procedure was just beginning. The surgeon was in the process of injecting amvisc which is a thick, gel-like substance which is used during the procedure. The scrub nurse had prepared the amvisc which comes in two parts the amvisc and a cannula by connecting the cannula and expressing the air. The surgeon was trying to inject the amvisc and was meeting resistance, which is expected, when the cannula dislodged and punctured the posterior capsule of the eye. The surgeon immediately stopped the procedure, leaving the cataract in place in order to avoid leakage of the vitreous from the posterior chamber. Following the procedure, the surgeon spoke with the pt and his wife, explaining in detail what had happened and suggested the procedure be completed in (B)(6) where he practices where he has more resources available to him should he need them. The wife was very tearful and upset. They left the facility with the plan to see optometrist the next day and the surgeon would have his nurse schedule the surgery in (B)(6) for (B)(6). Event abated after use stopped or dose reduced: yes.